Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12110.it was reported that the right atrial lead and right ventricular lead were oversensing high frequency noise. Both leads were explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The connector piece (a) measured 6.6 cm and the distal piece (b) measured 57.2 cm due to stretched outer and inner coils. On the connector piece (a), lead-to-can external insulation abrasion reaching outer insulation and exposing outer coil was noted at 6.5 cm to 6.6 cm from the connector pin. On the distal piece (b), one full breach insulation degradation breaching outer insulation and exposing outer coil was noted at 51.2 cm from the distal tip.